Event description:
A customer reported via phone call indicating that the wrong transmitter identification was programed in the insulin pump. The patient's blood glucose level was 50 mg/dl at the time of the call. The customer stated that they will look for the newest transmitter and call back for assistance. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.